Event description:
N/a.

Manufacturer narrative:
The failure analysis confirmed the returned unit did not meet all specific functional test. The unit was received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. The unit did not lockup properly; general maintenance and cleaning required. The device history record review showed no abnormalities related to reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The reported complaint was confirmed. Root cause for the lock movement and grinding of teeth were unknown, but the most likely cause was due to the unit being disassembled and then reassembled incorrectly. Root cause for the up and down movement in the lock was also unknown; however, a likely cause is wear and tear, device was also received with incorrect 80 lb torque knob. Repair depot identified the torque knob as from an a1114 skull clamp. Root cause for incorrect torque knob was unknown, however the a3059 skull clamp was most likely disassembled at customer and then incorrectly reassembled device with a knob from an a1114 skull clamp.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A perioperative materials specialist reported that an a3059 mayfield composite series skull clamp was not locking appropriately once the patient¿s head was clamped on. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.